Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, fse at customer's site, inspected instrument and found the screw on the seal breaker was loose. Fse tightened the seal breaker screw and verified the hybrid arm z alignment. The aia 2000 instrument is functioning without errors after completing the repair. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no similar complaints identified during the search period. The aia 2000 operator's manual under appendix 4: error messages, states the following: [4063] sorter tip pickup z-axis home overrun error is generated when the home sensor activated improperly following movement of the z-axis sorter tip pickup. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. [4113] reagent (test) cup-tip lane home overrun error is generated when the home sensor activated improperly after movement of the reagent (test) cup-tip lane. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to loose screw on seal breaker.

Event description:
On (B)(6) 2018, customer reported getting error codes 4063 "sorter tip pickup z-axis home overrun" and 4113 "reagent cup-tip lane home detection failure" during a run on aia 2000 instrument. The customer was down and unable to run. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for follicle stimulating hormone (fsh), beta human chorionic gonadotropin (bhcg), intact parathyroid hormone (ipth) and prolactin (prl). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.